Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a blank display. The customer¿s blood glucose was 73 mg/dl at the time of incident. Customer stated that the insulin pump display was blank. Customer also reported that the insulin pump alarmed button error after the battery has been removed. Customer stated that the insulin pump was beeping with a blank display. Customer was unable to confirm if the time is advancing due to blank display. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and self-test. No blank display anomalies noted during testing. Unit was received with air leak during leak test at the top edges of the belt clip plate weld. All buttons function properly and the connector on printed circuit board was not unlocked during visual inspection, however moisture damage noted on keypad traces. Unit was received with corrosion on all electronic assemblies, scratched casing, deep/minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, faded serial number label, peeling end cap address label, slight corrosion on force sensor, moisture damage on motor assembly and corrosion in battery tube.